Event description:
The nurse told the pt to press the button when pain relief was needed. The pt asked how often the button could be pushed. Because the reservoir under the button is 0.5 cc and requires six minutes to fill after being emptied, the nurse responded that it could be pressed every six minutes. The pt's family understood this to mean that the button should be pressed every six minutes. They proceeded to do just that for the next four hours, at which time, the pt, long since unconscious, had stopped breathing. A code was called; pt was resuscitated successfully. She received two doses of narcan. Pt was a post-partum pt in her early twenties.